Manufacturer narrative:
Additional information: report source. A review of documentation, device history record, manufacturing instructions, specification, quality control data and visual inspection of the device was conducted during the investigation. The product was returned. Visual and functional evaluations of the catheter were performed, and it was found that the device was manufactured to specification. There is no tear or split in the tip of the catheter. The reported failure, "2 mm tear," could not be confirmed. It is possible that a small, narrow marking on the tip of the catheter, visible only under magnification, may have been perceived to be a tear. The origin of the faint marking is unknown. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record for lot number 8163964 was reviewed. No related non-conformances were identified. A search of our complaint records indicates that this is one of three complaints on the lot number at the time of investigation, none of which are for tear or inclusion. Based on the provided information, inspection of returned product and the investigation, a definitive root cause cannot be determined at this time. The product passed visual and dimensional verification. The tip is intact, and there is no split or tear. The observed mark would not have been considered nonconforming during quality control inspection. The mark additionally would not have contributed to the difficulties experienced and reported by the customer. The failure mode reported by the customer, "difficult advancement over a wire guide", has been investigated under a different record.

Manufacturer narrative:
The device has been received, an evaluation of the device is underway, and preliminary investigation results were made available. However, the investigation is still underway, and complete investigation results have not yet been obtained. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was discovered during an incidental evaluation of the preliminary results of a visual inspection that the tip of the catheter was cracked; this failure mode was not a part of the original report. The customer had earlier reported that the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter became stuck on the wire guide, and had to be removed over the wire and switched with a new device. No patient adverse effects have been reported, and the procedure was completed. The investigation is still ongoing, and the investigation results are not yet available.